Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, dizziness was reported. One day after implant, magnetic resonance imaging (MRI) confirmed a stroke. It was reported that a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon due to a mean gradient of 50 mm hg and an aortic valve area of 0.4 the valve was successfully implanted at a depth of 1 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). Following implant, transesophageal echocardiogram (tee) revealed no aortic insufficiency and a mean gradient of 6 mm hg. A possible pre-existing septal buldge was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that there were no complications with the transcatheter valve implant implant itself. The intra-operative echocardiogram noted a normal left ventricular ejection fraction (lvef) of 60-65%. The valve was functioning normally. The mean gradient reported as 5.9 millimeters of mercury (mmhg) with an aortic valve area (ava) of 2.08 square centimeter (cm2). The following day an echocardiogram noted an lvef of 55-60%, which was also reported as normal. The mean gradient was 7 mmhg. Paravalvular leak (pvl) and aortic insufficiency were absent and the ava measured 2.5 cm2. However, the dizziness persisted, and a computed tomography of the head indicated an evolving acute/subacute infarct within the left cerebellar hemisphere. A mass effect on the 4th ventricle and mild dilation of the lateral and third ventricles was noted. There was no evidence of an acute intracrani al hemorrhage. A magnetic resonance imaging (MRI) indicated acute/subacute infarct within the left posterior inferior cerebellar arterial distribution. Additional smaller foci of mostly cortical restricted diffusion were noted within the bilateral parieto-occipital, left posterior frontal, and right cerebellar regions. Neurology evaluation noted likely an ¿embolic shower¿ in setting of the native transcatheter valve replacement complicated by a left posterior inferior cerebellar artery (pica) stroke and concern for malignant edema. Dual antiplatelet treatment reported, no other intervention reported. Acute rehabilitation was initiated. The patient was stable and discharged from rehabilitation approximately 27 days following the valve implant. No additional adverse patient effects were reported. Updated data: b2, h6 annex f codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the patient experienced gait instability due to the dizziness, which required re habilitation. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.